Event description:
On (B)(6) 2013 the reporter contacted animas alleging that the pump is experiencing a shortened battery life. It was reported that alkaline batteries were being used. No additional information was provided. The pump was unavailable at the time of the complaint; therefore, troubleshooting was unable to be performed. This complaint is being reported because the reported power issue was not resolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/06/2014 with the following findings: the black box recorded dates back to 08/19/2014. Due to continuous use of the pump, the black box data and histories for the event on (B)(6) 2013 have been overwritten. The current pump history showed no evidence of a battery life issue. No damage was found to the returned battery cap or battery compartment. When tested, the power draws were measured to be within specifications. There were no intermittent connections or moisture damage observed on the internal components of the pump. The alleged battery life issue could not be duplicated or confirmed in the pump's history due to the pump being used after the initial complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.